Manufacturer narrative:
The patient continued to experience driveline infection on (B)(6) 2019 which is captured under MFR #2916596-2019-04807. Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital due to an increase in brown drainage from the driveline site. The patient was prescribed antibiotics for a month. Driveline culture is resistant to cipro and requires IV antibiotic therapy. The patient was discharged on (B)(6) 2019 and was readmitted on (B)(6) 2019.